Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (b)(4. (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during two times of surveillance culturing test by the user facility, the subject device tested positive for the following some kinds of bacteria. First time (B)(6) 2017) channel 1 :staphylococcus blanc(1 cfu /100 ml), channel 2 :staphylococcus blanc(1 cfu /100 ml), channel 3 :staphylococcus blanc(5 cfu /100 ml), and bacillus gram negative(1 cfu /100 ml). Second time((B)(6) 2017) channel 1 :pasteurella spp. (2 cfu/ 100 ml), staphylococcus blanc(1 cfu /100 ml), it is unknown which channel of the subject device correspond to channel 1 - 3. There was no report of infection associated with this report.